Event description:
The daughter of a home pt reported dry minicaps. The daughter reported the sponge to be white in color, with no trace of betadine present. The daughter noted there was no pt injury or medical intervention associated with this incident.